Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the user could not launch the medication application and unable to log in. A technical support specialist (tss) called the customer, logged into care fusion admin, and set the auto login to medication application upon reboot. The issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the med application does not launch and unable to login, since the keyboard were failed. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.